Event description:
Healthcare professional reports: on (B)(6) 2009: hemochron elite system inr 7.7, unspecified reference system inr 4.4. On (B)(6) 2009: hemochron elite system inr 5.9, unspecified reference system inr 3.8. On (B)(6) 2009: hemochron elite system inr 2.5, unspecified reference system inr 1.8. Patient therapeutic range 2.0 - 3.0 inr. No report of adverse events, serious injury, or intervention.

Manufacturer narrative:
(B)(4).